Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticmo13.7, -13.0/+2.5/099 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size different model lens due to lens rotation. The problem was resolved. The cause of the event is reported as a patient-related factor. Reportedly, it is speculated that the groove to groove diameter of the patient is too large, exceeding the maximum size of the crystal and the axis of ticl cannot be fixed. After changing to icl the patient consciously adapts well.